Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with two leads from the same lot number. It was reported during a programming session the sjm representative was unable to provide the pt with effective stimulation of all of his pain area. X-rays of the scs lead were taken and showed the left lead has migrated. Surgical intervention may be undertaken at a later date to address the issue.